Manufacturer narrative:
Results: the pet was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 54.0, 57.0, 71.5, 72.0, 73.0, 74.5 and 75.5 cm from the proximal end. The embolization coil was intact with the pusher assembly. Offset coil winds were present along the embolization coil. During functional analysis, the smart coil was able to be manipulated within its introducer sheath without an issue. The smart coil was unable to advance through the hub of a demonstration microcatheter due to the pusher assembly kinks. Conclusions: evaluation of the returned smart coil revealed the coil was partially advanced out of the introducer sheath; therefore, the reported complaint could not be confirmed. Further evaluation revealed offset coil winds and pusher assembly kinks. The smart coil¿s embolization coil being returned advanced outside of its introducer sheath may have contributed to the offset coils. The kinks in the pusher assembly typically occur if the device is forcefully advanced against resistance. These damages were not mentioned in the reported complaint and were likely incidental. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: 4316 the investigation findings do not lead to a clear conclusion about the root cause of advancement issue.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra smart coil (smart coils). During the procedure, a smart coil was stuck and would not advance at all within in its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.